Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/11/2019. The manufacturer's international service technician confirmed the reported issue. The service technician replaced the power cord and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit's ground resistance was outside of the acceptable range. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 20nov2019. The power cord was returned to the manufacturer for failure analysis. During testing, the customer complaint verified. It was determined that the ground resistance exceeds specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.